Event description:
The patient's father reported that the patient was admitted to the hospital with dka on (B)(6) 2010. The patient was experiencing nausea, vomiting and chest pain. The pt's father is not implicating the pump, and states that the patient is non-compliant with his care. Blood glucose levels leading up to the event were not available. The patient's mother reported that the patient was discharged from the hospital and has continued to use the pump with no issues.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: no history from the time of the event was available due to continued patient use. During testing the pump load step failed to detect the filled cartridge. No performance testing of the complaint could be performed. Unrelated to the complaint, the force sensor was found to be out of calibration; during testing the load step did not detect the filled cartridge. The keypad was found to be torn at the up arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The battery cap was found to be stripped. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.